Manufacturer narrative:
Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was between 54-500 mg/dl. Reportedly, the customer will use an alternate pump for insulin therapy.